Event description:
The customer reported being hospitalized due to low blood glucose of 45 mg/dl after doing her first infusion set change on her own. The customer stated that she was confused, sweating, and had blurry vision. Troubleshooting was performed. Reviewed the prime technique, and found that the customer did not rewind and prime the insulin pump since her training on (B)(6) 2012. The customer stated that she got a low reservoir alarm when she had a lot of insulin in the reservoir. Reviewed the programming and found that her basal was set to 0.75 units per hour until the next day and her sensitivity had changed from 45 to 60. The customer stated that she does not remember doing herself, and it may be the trainer who changed. Ran a self and displacement test and they passed. The customer stated that she was treated with an insulin drip and then released seven hours later. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.